Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of pad burns could not be confirmed because no sample or photographic evidence was provided. Though the complaint cannot be confirmed, the most likely cause to this complaint is due to pad burns being an anticipated procedural risk. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review provided by the thermo pad supplier revealed the following information: as stated on the IFU, used for this product: risk of pad burns: there is a risk of pad burns when using any electrosurgical device. With a monopolar device this risk will always exist. The thermo pad and its instructions for use on proper placements are designed to minimize that risk as much as possible. However, a risk still exists and tends to be greater in cases where ablation times are longer and more power is used. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported the defective disposable device is not available for return to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4). Device unavailable for return.

Event description:
As reported on to angiodynamics on (B)(6) 2017: the user reported to angiodynamics' sales rep. That they had a patient experience pad burns on their thighs during an rfa procedure. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation.